Event description:
A customer reported that the infusion line did not hold on the trocar during three vitrectomy procedures. Since this fixation was tested by the surgeon and the company rep at the beginning of the procedures, the reported default was noted and the infusion line was held in place manually with adhesive rubber to avoid complete detachment during surgery. The procedures were completed without any harm to the pts.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one yr; this is one of five complaints reported for this issue. This is one of four complaints reported against the finished goods lot and the device history record (DHR) shows the product was released per specifications. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The customer complaint could not be verified as a sample was not received. The root cause is unk, however, the customer event is believed to be related to design specification. An internal investigation has been opened to address this issue. (B)(4).